Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736097, serial/lot #: -, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. The rfd handle attachment was replaced and the system functioned as intended. H6: codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the tracker had poor accuracy. Upon checking after the procedure, the handle attachment was found to be moving which was suspected to be the cause. The inaccuracy was 1-5 mm. There was a less than 1 hour delay in the procedure. There was no impact on patient outcome.